Event description:
It was further reported that the controller exhibited critical battery alarms and at times did not detect one power source. The controller was exchanged.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Additional information: -b5 desc evt problem: additional information was received regarding the controller related to the event. -h10 addt manufacturer for MDR information regarding the controller related to the event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:1420/ catalog #:1420/ expiration date: 31-jul-2021 / serial #:(B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-jul-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (con413094) and two (2) batteries (bat902960, bat903106) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Failure analysis of bat903106 and bat902960 revealed that the batteries were received depleted and with a cell-under-voltage (cuv) flag enabled. After initial charge, the cuv flag was reset. Bat903106 passed visual and functional testing. Failure analysis of bat902960 revealed that the battery passed visual inspection. Functional testing of bat902960 revealed that the battery was reporting a frozen relative state of charge (rsoc) value on the test equipment. Further testing was able to reset the main integrated circuit and reestablish the battery's functionality. Review of the controller log files revealed seventy-one (71) critical battery alarms involving bat902960 logged on (B)(6) 2021 between 08:33:05 and 08:45:05. During the critical battery alarms, the battery depleted from 100% relative state of charge (rsoc) to 0% rsoc. Review of the data log file revealed that, leading up to the critical battery alarms, bat902960 was providing power to the controller and multiple data points were recorded where the battery was reporting a relative state of charge (rsoc) value of 100%. Since the reported rsoc value did not decrease, the battery was allowed to continue to deplete. Furthermore, review of the controller log files revealed no anomalies involving bat903106 within the analyzed period; the battery discharged and performed as expected when in use. As a result, the reported critical battery alarm event was confirmed for bat902960, it is likely that the observed battery frozen rsoc was perceived as the reported no power condition and is correlated to the patient perceiving an inability of the controller to detect a power source. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to design issues. Additional products: d4: serial or lot#: bat903106 d9: return date: 16-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: con413094 d9: return date: 10-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware, ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. No, device evaluation anticipated, but not yet begun: mfg date: 11-aug-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two fully charged batteries did not provide power to the controller. It was noted that after routine log file review, one of the batteries exhibited several critical battery alarms. Both batteries were exchanged. No patient complications have been reported as a result of this event.